Manufacturer narrative:
Unit received with minor scratched lcd window, broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. Unable to perform displacement test and lock reservoir in place due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had crack in case, o ring was damaged. Customer's blood glucose value was unknown at the time of the incident. Customer will return device for analysis.